Event description:
Initial result for a patient bun was 2 mg/dl. When repeated, the result was 47 mg/dl. The incorrect result was not used to guide therapy. The field service rep found the mix tower ring was bad and repaired the instrument by replacing the ring.